Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used and not in its original packaging. The tamper seal was removed. A visual inspection and functional test were performed and the reported issue was not duplicated. Three accuracy tests found the pump to be within manufacturing specifications. No problem found. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump finished 4 hours early. All settings were double checked. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.